Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner ¿ unknown part and lot; unknown stem ¿ unknown part and lot; unknown cup ¿ unknown part and lot. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -10887; 0001825034 -2018 -10888; 0001825034 -2018 -10889.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-300920 ¿ arcos taper ¿ 011130, 11-301300 ¿ arcos cone - 494970, 650-1055 ¿ biolox delta ceramic head ¿ 2907257, 650-1067 ¿ biolox delta ceramic taper - 2934995, 00500106028 - liner - 62549488, 00500106000 - shell - 37212712.

Event description:
It was reported that patient underwent a hip revision approximately 7 months post implantation due to dislocation and infection. During the surgery, all implants were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.